Manufacturer narrative:
In response to FDA report number mw5061486. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: ¿diagnosed 2016 with breast implant associated anaplastic large cell lymphoma.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported a patient ¿diagnosed 2016 with breast implant associated anaplastic large cell lymphoma.¿ device has been explanted.